Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smartablate tubing sets. There was a smartablate tubing set that had some sort of crystal matter in and it would not fast flush. The bwi product analysis lab received the device for evaluation on 31-oct-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual analysis of the returned sample revealed that the inner diameter of the device was cloudy; no other damage or anomalies were observed. Irrigation test was performed and no occlusion was observed during the test; however, bubbles with no movement were observed during the test. Bubbles on the smart ablate tubing have been investigated by a cross-functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contributing to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU). A device history record was performed for the finished device batch number, and no internal actions were identified. The cloudiness and microbubbles identified during the analysis could be related to the foreign material reported by the customer; therefore, the complaint was confirmed. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to optimize actions on devices cloudiness and microbubbles. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two smartablate tubing sets and observed crystal matter in them and they would not fast flush. There was a smartablate tubing set that had some sort of crystal matter in and it would not fast flush. The smartablate tubing set was replaced with another set from the same lot number, but the problem was still there. The smartablate tubing set was replaced with a tubing set with a different lot number and the problem was resolved. The case continued. There was no patient consequence reported. Additional information was received. Confirmed material inside the tubings. The material observed in the tubing was loose with movement.